Manufacturer narrative:
An 0x18 empty reservoir alarm was observed in the data and was confirmed after opening the pod. Timeouts were observed in the data as well. An internal tear was observed in the soft cannula near the needle tip, causing an internal leak. No corrosion was observed on the pod. The internal tear was 0.5775 inches away from the nail head of the cannula. The internal tear can be confirmed as the root cause of the reported not sure delivering insulin event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of pod customer not sure delivering insulin at the infusion site (abdomen). The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to 367 mg/dl while wearing the between 24 and 36 hours.